Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had black dot on screen . Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Partial display not found during testing. Insulin pump passed the displacement test and the self test. (B)(4).